Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized one week ago for diabetic ketoacidosis (dka) and hyperglycemia. It was reported that the customer had blood glucose levels of 6.2 mmol/l and was treated with intravenous drip. It was reported that the customer was in the hospital and the nurse would not let him go out until he gets the insulin pump changed. It was reported that the customer had high ketones and high blood glucose levels of 19.9 mmol/l. The customer¿s father stated that the buttons were sticking on the insulin pump and he was not able to get the proper delivery of insulin. It was reported that the customer was throwing up and the current blood glucose level was unknown. It was reported that the customer woke up with high blood glucose levels and his dad changed the infusion set. Troubleshooting was performed and was not completed during the call. The customer was unable to perform the carelink upload. Product is not expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No stuck button alarm noted.